Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the right atrial lead. The lead was capped on (B)(6) 2018. No additional information was reported.

Event description:
The patient condition was stable.